Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient broke out with shingles last night under the lifevest. Patient reports they are under the sensing and therapy electrodes. Patient advised he had shingles before and notes that it is not as severe yet as it has just broken out. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to return the lifevest. Follow up indicated that the irritation has improved.